Event description:
The customer called from the hospital to report two calibration errors and a change sensor alarm. The customer was not hospitalized due to diabetes related issues, but was experiencing a blood glucose reading of 330 mg/dl at the time of the call. The customer was in a hurry, and only wanted to know if he should change the sensor. Advised him that he will need to change the sensor. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.